Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the rf (radio frequency) head would not interrogate. Main printed circuit board assembly and rf head cable found out of electrical specification. Analysis also found the upper and lower cases were contaminated, the magnet was broken, and the rf cable was damaged (cut). (B)(4).

Event description:
It was reported that the radiofrequency (rf) head had difficulty interrogating devices. The rf head was returned for repair. No patient complications have been reported as a result of this event.